Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: is the device available for return? If yes, please provide the contact name, address, and phone number to send a shipper kit. What color cartridge was being used? Did the cartridge fall into the patient? If yes, was there any difficulty retrieving it? Please explain. On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? Is the cartridge returning with the device? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown procedure, the load falls out of stapler when pulled through the trocar. There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B)(4).